Event description:
It was reported that during use of this tubing set with arthroscopy pump to perform a right knee arthroscopy, the pump alarmed approx 5 mins into the procedure. During troubleshooting, it was noted that the balloon on the tubing set was kinked. Prior to use of an alternate tubing set, the surgeon noted excessive swelling extending from the knee to the mid thigh and elected to cancel the procedure. It was reported that 2000cc of irrigation fluid was used in the procedure, and 500cc was unaccounted for. The pt was hospitalized for observation overnight, and released the following day without further sequale.

Manufacturer narrative:
Investigation results: an investigation into the reported problem remains in process. A follow-up report will be sent upon completion of the investigation. Associated MDR# 1017294-2009-00122.